Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. Customer replaced infusion set and reloaded the same cartridge to continue insulin therapy. There was no adverse impact to the customer's blood glucose level.